Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing during pocket closure. The pocket was reopened and the device removed. The leads were removed and reinserted and the issue was not resolved. The physician elected not to implant the ipg. A new ipg was successfully implanted with the leads.